Event description:
It was reported to boston scientific corporation that a hydrajag guidewire was used while removing choledocholiths on (B)(6), 2011. According to the complainant, after unpacking it was noticed that the dream tip had peeled and detached. The procedure was completed with a different guidewire with no patient complications. The patient's condition has been described as good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrajag guidewire was used while removing choledocholiths on (B)(6), 2011. According to the complainant, after unpacking it was noticed that the dream tip had peeled and detached. The procedure was completed with a different guidewire with no patient complications. The patient's condition has been described as good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Update (B)(6), 2011. Investigation results revealed that the distal tip had not detached, making this event non-reportable.

Manufacturer narrative:
Additional information: although the lot number is unknown, it was reported the device was not used past its expiration date. It was the first time the device was used. A visual examination of the returned device revealed that the ptfe jacket had peeled and migrated, exposing the corewire at the flare between the ptfe and pebax coating. There was no damage noted to the pebax, however the distal end of the guidewire was bent. The tip section was properly attached to the corewire, however the ptfe jacket section was accordioned and damaged and also the flare section was not attached properly to the distal tip. No part of the device appeared to detach. There is a high likelihood that the probable cause for the failure appeared to be related to handling factors since this occurred during removal from the packaging hoop. Event description suggests that handling factors during the clinical attempt may have caused and/or contributed to the reported incident. Therefore "handling damage" is the most probable root cause.